Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would restrict the needle from deploying. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 118 pulses. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism failure could not be determined. The exposed portion of the soft cannula was observed to be stretched. The stretched cannula was measured to be out of specifications at 1.12 inches long. Although a full leak test was conducted successfully, and no leaks were observed, even though the exposed portion of the soft cannula was observed to be stretched. The timing and cause of the observed cannula damage could not be determined.